Event description:
The sales rep was notified on 13 july 2009 that dr. Has done another explant. "The patient was reoperated on for aortic stenosis. His 2800 valve was explanted and replaced with a mitroflow aortic valve. Sales rep has the device for return and is requesting a return kit. The implant duration is 92.47 months. Sales rep has requested r&d to conduct additional examination and to keep her apprised. Evaluation results will be sent to customer in final letter. No additional information was provided.

Manufacturer narrative:
Device evaluation: "heavy intrinsic and extrinsic calcification is evident in the cusp area and the free margin of leaflet 3. Moderate to heavy calcification is evident in the cusp area and the free margin of leaflet 2; calcification is minimal to moderate in the cusp of leaflet 1.calcification restricted mobility in the leaflets and led to stenosis. Host tissue is heavy at the inflow aspect. It encroached onto the tissue inflow and into the orifice at the greatest distance of 7mm. At the outflow aspect, a thin layer of host tissue is detected at leaflet 3. Host tissue fused the free margins of leaflets 1 and 2 at commissue 2 by 1mm. Minimal to moderate host tissue is noted at the stent outflow. A tear is detected in the free margin of leaflet 3 at commissure 1; it measures to approximately to 3mm. Heavy extrinsic calcification is noted in that region. Commissure 1 appears to be flared out, as noted in the x-ray. Calcification is also evident in the x-ray."this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed, and there was no nonconformance found related to this event. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.

Manufacturer narrative:
Research and development completed the functional testing in 2009 and concluded with the following: "this valve was reportedly explanted after an implant duration of 92.47 months due to ¿aortic stenosis¿, which is confirmed by edwards using standardized in vitro functional tests. The mobility of two of the leaflets was significantly impaired due to tissue calcification, which in turn led to increased transvalvular gradient/ decrease in eoa. In addition, host tissue overgrowth, in particular on the inflow side of the leaflets, also influenced the reduction in eoa. Tissue calcification is a chronic and usually late event for the vast majority of bioprosthetic heart valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. The incidence of tissue calcification in bioprosthetic heart valves is highly variable among patients, suggesting that biological factors play an important role in this process."